Event description:
Facility is having issues with gear racks and middle base on golvo. Gears are not catching. Legs are not moving in and out. No injury alleged.

Manufacturer narrative:
Customer installed new friction plates. The lift now works as designed.